Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested.

Event description:
On (B)(6) 2023 , employee of intuvie, received a call from o.l., patient of (B)(6) hospital, and the following support call notes were documented: pt woke to a blank screen and was trying to start a new infusion. We backed up to the startup screen and found that only new infusion was available. I had him power down the pump and clamp the line. Told him to head over to his clinic to have this pump looked at. No further details obtained. Infusion took place at home. Patient involved. No patient harmed. On (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.